Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.1cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited loss of capture after being implanted. A x-ray showed that the lead was pulled back. The lead was removed and flushed. Then, access was re-established, but the lead would not advance over the guidewire. The lead was removed and replaced. The patient was in stable condition.